Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the green overpouch of an lv 10 infusor has liquid in it. The reporter stated that the blue cap from the line appears to have come off and is floating in the overpouch. This occurred after filling the device with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: june 7, 2013 - june 10, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.